Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063302) on 22-jul-2016. The most recent information was received on 04-apr-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (termination),"), pelvic pain ("pelvic pain"), abdominal pain upper ("pain in my stomach / worst abdominal pain in my stomach for last 3 years") and genital haemorrhage ("lost lots of blood at times as well") in a 30-year-old female patient who had essure (batch no. A78086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 4 (dates of live births: (B)(6) 2002; (B)(6) 2003; (B)(6) 2009; (B)(6) 2013) and stroke (mild stroke with last pregnancy at 6 months. Last child born with jaundice). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in legs/ thighs/ knees"), back pain ("pain in back"), syncope ("have fainted couple times"), pain ("severe pain on an everyday basis / constantly in pain everyday / I am having a lot of pain everyday with this"), hypersomnia ("always sleep in home"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea,"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraine headaches/migraines/headaches"), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue,"), dyspareunia ("dyspareunia"), cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") with vaginal discharge, urinary tract infection ("infection (bladder/urinary tract/vaginal),"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin conditions") and weight decreased ("weight gain/loss: weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic risk of a surgery to remove essure) and surgery (laparoscopic risk of a surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain upper, genital haemorrhage, pain in extremity, back pain, syncope, pain, hypersomnia, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, alopecia, feeling abnormal, menorrhagia, urinary tract disorder, female sexual dysfunction, bladder disorder, fatigue, dyspareunia, cystitis, vaginal infection, urinary tract infection, headache, nausea, rash and weight decreased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for hypersomnia with essure. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left: 6; right 1 diagnostic results: first day of last menstrual period (B)(6) 2015 . CT abdomen and pelvis: radiopaque foreign body is seen about the uterine fundus. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, infection nos replaced with infection (bladder/urinary tract/vaginal), infection (other), migraines/headaches, migration of essure device, nausea, pain, pregnancy (termination), rashes or skin conditions, vaginal discharge, weight gain/loss loss, patient did not undergo essure confirmation test. Historical, concomitant condition and relevant lab data were added. Concomitant drugs and lot number were added. On (B)(6) 2018: fu6+fu7 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 22-jul-2016. The most recent information was received on 28-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (termination),"), pelvic pain ("pelvic pain"), abdominal pain upper ("pain in my stomach / worst abdominal pain in my stomach for last 3 years") and genital haemorrhage ("lost lots of blood at times as well") in a 30-year-old female patient who had essure (batch no. A78086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (dates of live births: (B)(6)2002; (B)(6)2003; (B)(6)2009; (B)(6)2013) and stroke (mild stroke with last pregnancy at 6 months. Last child born with jaundice). Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in legs/ thighs/ knees"), back pain ("pain in back"), syncope ("have fainted couple times"), pain ("severe pain on an everyday basis / constantly in pain everyday / I am having a lot of pain everyday with this"), hypersomnia ("always sleep in home"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea,"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraine headaches/migraines/headaches"), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue,"), dyspareunia ("dyspareunia"), cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") with vaginal discharge, urinary tract infection ("infection (bladder/urinary tract/vaginal),"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin conditions") and weight decreased ("weight gain/loss: weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic risk of a surgery to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain upper, genital haemorrhage, pain in extremity, back pain, syncope, pain, hypersomnia, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, alopecia, feeling abnormal, menorrhagia, urinary tract disorder, female sexual dysfunction, bladder disorder, fatigue, dyspareunia, cystitis, vaginal infection, urinary tract infection, headache, nausea, rash and weight decreased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for hypersomnia with essure. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left: 6; right 1. Diagnostic results: first day of last menstrual period (B)(6)2015 . CT abdomen and pelvis: radiopaque foreign body is seen about the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain upper ("pain in my stomach / worst abdominal pain in my stomach for last 3 years") and genital haemorrhage ("lost lots of blood at times as well") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in legs/ thighs/ knees"), back pain ("pain in back"), syncope ("have fainted couple times"), pain ("severe pain on an everyday basis / constantly in pain everyday / I am having a lot of pain everyday with this"), hypersomnia ("always sleep in home"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), alopecia ("hair loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (plantiff underwent surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper, genital haemorrhage, pain in extremity, back pain, syncope, pain, hypersomnia, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine, pain, pain in extremity, pelvic pain, syncope and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for hypersomnia with essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) -2017: follow up received via a summons form: case classification was changed to potential legal case and new reporter was added. Product start date was updated and stop date was added. Also new events was added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.